Manufacturer narrative:
Batch review performed on 17-jul-2023 lot 2248784: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 17-jul-2023 gmk-sphere 02.12.e0211fl tibial insert fixed sphere flex #2/11 mm l e-cross (k202022) lot 2243343: 30 items manufactured and released on 03-jan-2023. Expiration date: 2027-12-13. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
During the primary knee surgery, when the surgeon was implanting the insert, it would not seat. The surgeon opted to use a mallet against the plastic poly. During this attempt to set the poly with the mallet, the tibia rotated distally and was kicked out from the keel which punctured the tibia resulting in a total fracture. The surgeon put a plate with nine screws as well as a 30 mm extension stem for the fracture. There was a 10-minute delay and the surgery was completed successfully.